Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Post procedure when the patient was in the cardiac unit, they were tachycardic with low blood pressure, and echocardiography was performed and an effusion was noted. The patient was decompensating quickly and was transferred back to the catheterization laboratory. Pericardiocentesis was performed and the first drain was placed in the plural space with no bleed back only air. Multiple attempts to place pericardiocentesis were made including sub xiphoid approaches. The pericardiocentesis was successful around nipple line with about 600cc of red blood removed. Pericardiocentesis was left in place and the patient went to the intensive care (ICU). The patient decompensated and coded on the floor and was transferred back to the operating room and a sternotomy was performed. No obvious perforation was found at that time, transesophageal echocardiography (tee) noted a hepatic hematoma with noted swelling in abdomen. The physician repairs the liver. No further information was provided at the time of this report. It was further reported that the liver hematoma was caused by the pericardiocentesis attempts.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037496886. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (cardiac arrest, tachycardia), pericardial effusion with cardiac tamponade (additional device required), hypotension, and hematoma (hospitalization, imaging required, intensive care, surgical intervention). Risk review: a risk review was completed and confirmed that the events of arrhythmia (cardiac arrest), pericardial effusion with cardiac tamponade, hypotension, and hematoma were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Post procedure when the patient was in the cardiac unit, they were tachycardic with low blood pressure, and echocardiography was performed and an effusion was noted. The patient was decompensating quickly and was transferred back to the catheterization laboratory. Pericardiocentesis was performed and the first drain was placed in the plural space with no bleed back only air. Multiple attempts to place pericardiocentesis were made including sub xiphoid approaches. The pericardiocentesis was successful around nipple line with about 600cc of red blood removed. Pericardiocentesis was left in place and the patient went to the intensive care (ICU). The patient decompensated and coded on the floor and was transferred back to the operating room and a sternotomy was performed. No obvious perforation was found at that time, transesophageal echocardiography (tee) noted a hepatic hematoma with noted swelling in abdomen. The physician repairs the liver. No further information was provided at the time of this report.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Post procedure when the patient was in the cardiac unit, they were tachycardic with low blood pressure, and echocardiography was performed and an effusion was noted. The patient was decompensating quickly and was transferred back to the catheterization laboratory. Pericardiocentesis was performed and the first drain was placed in the plural space with no bleed back only air. Multiple attempts to place pericardiocentesis were made including sub xiphoid approaches. The pericardiocentesis was successful around nipple line with about 600cc of red blood removed. Pericardiocentesis was left in place and the patient went to the intensive care (ICU). The patient decompensated and coded on the floor and was transferred back to the operating room and a sternotomy was performed. No obvious perforation was found at that time, transesophageal echocardiography (tee) noted a hepatic hematoma with noted swelling in abdomen. The physician repairs the liver. No further information was provided at the time of this report. It was further reported that the liver hematoma was caused by the pericardiocentesis attempts.